Event description:
The customer contact reported no flow. On an unspecified date, the male adapter of an unspecified primary tubing set was connected to the female adapter of the extension tubing set for a delivery of an unspecified medication, via pump. The customer contact reported that the solution container was placed into a pressure bag and inflated to an unspecified pressure setting. After an unspecified length of time, no flow was noted. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested no additional information was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.